Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a malfunction was noted. Another inflatable penile prosthesis was implanted.

Event description:
Additional information received stated that the device leaked, fractured tubing proximal to the cylinders, above the pump.

Manufacturer narrative:
This follow-up was created to document the additional event and device information received. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
One titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic evaluation revealed surface abrasion on all pump tubing, exhaust tubing of both cylinders, and reservoir inlet tube indicating surfaces had come into repetitive contact. Microscopic evaluation revealed a partial separation at the pump strain relief/pump body junction of the pump exhaust tubing. Testing revealed this to not be a site of leakage. Partial separations within abrasion were noted on the longer pump exhaust tubing. Partial separations were also noted on the inlet tube of the pump. Testing revealed both sites to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the cylinder 2 exhaust tubing. Microscopic evaluation revealed burn-like marks, indicating contact with cauterizing instrumentation, on the bladders of both cylinders 1 and 2. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed a group of striations on the reservoir inlet strain relief, indicating contact with unshod instrumentation. Testing revealed the group of striations to not be a site of leakage. No functional abnormalities were noted with the either cylinder or reservoir. Based on examination of the returned product, it was concluded that while in-vivo, all the pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the shorter pump exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.